Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 275 mg/dl and it was addressed with a bolus. Troubleshooting with tandem's technical support determined that the cartridge ran out of insulin and the customer did not hear the alarm. The customer installed a new cartridge and resumed insulin delivery.